Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic experiencing palpitations and light headedness. Upon interrogation, the right atrial lead exhibited noise and low impedance. The lead was capped. The patient was in stable condition.